Event description:
It was reported that a balloon rupture and shaft break occurred, requiring additional device to resolve. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous mid to proximal left anterior descending artery. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated three times at 20 atmospheres in the mid left anterior descending artery. The balloon was pulled back to the proximal left anterior descending artery and ruptured at 20 atmospheres for 20 seconds. It was pulled back into the left main and got stuck on the left main stent but still could not be pulled back. When the shaft was attempted to be removed, it broke at 12 cm from the distal tip. A balloon was used to trap the detached shaft in the guide catheter and was able to remove it all together. The device was completely removed from the patient and the procedure was completed using an alternate method. No patient complications were reported.